Event description:
It was reported that the lens was explanted due to halos and glare. No complications were noted and the explant lens was removed without complications.

Manufacturer narrative:
The intraocular lens was received and visually inspected. The results revealed that no optical deviations could be found. A product deficiency was not identified. A review of complaint records revealed that no similar complaints from this production order were received. A manufacturing record review was performed and met specifications. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens was received at abbott medical optics (amo) in santa ana, california and has been forwarded to the manufacturing facility and is pending evaluation. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted. Placeholder.